Event description:
It was reported that during bench testing, the ventilator's turbine would not start up with a constant alarm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na